Manufacturer narrative:
The customer¿s report that the neutraclear leaked blood due to the orange piston sticking down was not confirmed. During visual inspection it was observed that the neutraclear¿s orange piston had returned to its disengaged position and was no longer recessed, a residual red/brown substance resembling blood was present within the connector and in the male luer end. A crack on the female luer end and tool marks was observed around the midpoint of the connector. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
It was reported that the neutraclear leaked blood due to orange piston stick down when connected to a non bd extension set.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested demographics however customer only provided event occurred on an adult.

Event description:
It was reported that the neutraclear leaked blood due to orange piston sticking down when connected to a non bd extension set .